Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to myopotential oversensing. Since the inappropriate shock occurred on the secondary vector it was decided to reprogram the system into the primary vector. The patient will continue to be monitored. This system remains in service. No further adverse patient effects were reported.